Event description:
It was reported that the patient expired due to respiratory failure and congestive heart failure. It was also reported that the patient had atrial fibrillation, failure to thrive and dementia. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench a no anomalies were found.